Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use during a diagnostic left heart catheterization. The patient had 7-8 previous catheterizations, and the angio-seal deployment procedure was a little difficult due to scar tissue and angulation due to patient size. Post-deployment, there was slow arterial blood flow and manual compression was applied for 15 minutes, resulting in a dry groin. A femostop was applied due to concern of rebleeding. The next day, the patient reported the leg felt strange and it was reported to be cold, but the patient was otherwise asymptomatic. An ultrasound was performed and the patient underwent an endarterectomy of the groin. A small amount of collagen was found in the artery covered by a clot measuring 1.5cm. The patient is recovering in the hospital 4 days post device deployment. The patient is status-post open heart surgery.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.